Event description:
The patient's weight was gathered via follow-up.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that prior to the cardiomems sensor implant the patient reported chest pains. As a result, a left heart catheterization was done to check the patient's coronaries. No intervention was needed. A right heart catheterization was then done as part of the implant. During the procedure, the patient began to cough and was given lasix. The patient started to cough up blood and coded. The cause of death was determined to be pulmonary vessel dissection. Note: the sensor was never removed from the packaging, so no device information is available.